Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure,the user witnessed blue pixels. The user did not let off the foot pedal nor lower the firing power. The physician did, however, perform a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case. Additional information: h3, h6, h10.